Event description:
The patient was admitted to the hospital (B)(6) 2014. The patient had a change in mental status. The hcp was working on determining the cause. The hcp wanted the pump programmed to the lower programmable rate. The patient was given narcan and the patient came through a little better. Per the hcp, they suspected the patient took too much aspirin and were not sure that it was related to the infusion system. On (B)(6) 2014, it was further reported that ¿last week something happened¿ to the patient¿s pump and morphine got into the patient¿s system. The patient was hospitalized for 4 days and was released on the (B)(6). Per the reporter infection was found at that time and it was unknown if that was related to the pump. The pump was turned off and there was no morphine in the patient¿s system since (B)(6). Patient outcome was not reported. Further follow- up is being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).